Event description:
It was reported to philips that the host pc did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon functional testing, the fse checked the logfiles and found that the dvd drive was defective. The customer was informed about the malfunction. However, customer refused to purchase the replacement from philips, so no information collected about system functionality and no replacement work performed by philips. The codes were updated based on the investigation outcome.